Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump gave a motor error alarm. Troubleshooting was performed. The device was not exposed to high magnetic fields. However, the drive support cap was protruding, and the insulin pump was unable to rewind. Nothing further was reported.